Event description:
Doctor reported a pediatric patient (age not provided) suffered an allergic reaction after duramatrix suturable (dms) product was used. The type of dms used was not specified (no part number and no lot number were provided). The patient experienced swollen lips, hives, and an apparent swollen brainstem post-op. Limited information was provided. The doctor was mainly requesting information regarding preservation process of dms and how the graft is processed. Doctor confirmed the patient was stable, however no additional information or further details on patient status or patient outcome was provided. No information regarding reason patient needed the dms was provided. Multiple attempts were made to gather additional information, included the part number, lot number, and further patient details, however additional information was not provided.